Event description:
It was reported to boston scientific corporation on november 18, 2009 that a lithocatch immobilizer device was used for a calculus removal procedure performed on (B)(6) 2009. According to the complainant, the device was unable to open during the procedure. It is unknown if a stone was present in the device when the malfunction occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).